Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/28/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as painful, itchy and with red pumps. Patient's mother reported that it looked like a heat rash. Reaction began at the sensor insertion site and then spread all over the patient's body. On (B)(6) 2016 the patient saw their pediatrician and a steroid cream was prescribed. Pediatrician advised that the steroid cream was strong and should not be used all the time. Patient also saw their endocrinologist and it was recommended that the patient use a hydrocortisone cream, alavert and flonase, instead of the steroid cream. Affected area was treated with prescribed steroid cream as well as a hydrocortisone cream, alavert and flonase. At the time of contact, the patient was well. Additional event or patient information was not provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.